Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal/stent graft leak. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two graftmaster stents are being filed under separate medwatch report numbers.

Event description:
It was reported that during treatment of a calcified right coronary artery (rca), a dissection occurred. After treatment with an unspecified stent, a perforation was observed in the proximal area. Three graftmaster stents were implanted; however, the perforation could not be sealed. A pericardial drain was placed and balloon angioplasty was performed. Subsequently, the patient died 24-hours post procedure from an aortic rupture. The graftmaster stents did not contribute to the aortic rupture which resulted in the patient death. No additional information was provided.